Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the malfunction was likely caused by damage to the charged coupled device (ccd) unit; the image has white dots. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had image distortion. The event occurred during inspection for use. There were no reports of patient involvement.